Event description:
This 53 year old female had bilateral subcutaneous mastectomies with implant reconstruction in 1981. The manufacturer of the implants is unknown to this reporting facility. The patient has had sle since 1981, has arthritis of hands and knees/hips and now has breast capsules with pain. She wishes removal of the implants and capsules to eliminate the source of possible trouble. The right implant was intact. The left implant is ruptured, showing a tenacious gooey silicone material. Both capsules show foreign body granulomatous reaction with fibrosisinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.